Event description:
A doctor's office alleged that the cement was setting up too quickly for one patient leaving cement under the gum tissue and causing the crown not to be seated properly.

Manufacturer narrative:
The doctor re-cemented a new crown for the patient using maxcem elite, without further incident. To date, the patient is doing fine.

Manufacturer narrative:
The patient was given xanax to relax him. Upon the patients return on (B)(6) 2013, the doctor took an x-ray and reported that there was still cement under the gum tissue. During the last week of march, the patient returned to have the crown cut off, re-prepped, and has a temporary placed. The patient was given xanax to relax him during the procedure. The patient is scheduled to return for final cementation in two (2) weeks. To date, the patient is doing fine. The product in involved in the alleged incident was not returned. The lot number 4720558, has been identified as an affected lot which is part of an ongoing maxcem elite recall.